Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their family member/friend about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the amount of stimulation the patient felt, depended on their position and it could turn high very easily. It was reported that this occurred almost since the very beginning, since they were implanted on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that they hadn¿t been using their implantable neurostimulator (ins) for the last few months because they were experiencing pain in their feet and needed an adjustment. The patient stated that their ins helped a lot at first, but now they were unhappy with the whole thing because they had to have so many adjustments in order to get stimulation in the correct area. It was reported that the patient¿s stimulation was in their left calf and it was previously in their left leg. The patient also mentioned that the ins had affected their posture. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their stimulator doesn't seem to stimulate the right spots lately. The patient mentioned that it had been hard for them to get the stimulation in their feet lately. The caller stated that "it had been like that for a very long time." The patient reported that they had seen a manufacturer representative "a thousand times" over the years and still had issues finding the right spot for the stimulation. The patient also reported that the stimulation seemed to be "out of control" because they were trying to get the stimulation down to their feet, but it was hard to get the signal down there. The patient reported that it was successful at about 70% and they accepted that. The patient also reiterated that positional movement affected his stimulation. The patient reported that they would lean back a little bit and feel it and then sit up and they wouldn't feel it. No further complications are anticipated.